Event description:
Part of the drape detached at the fenestration after the start of a procedure.

Manufacturer narrative:
After the start of a surgical procedure, the krayton at the fenestration separated from the drape. The patient was giveniv antibiotics for 72 hours as a prophylactic measure because the patient had diabetes. No serious injury resulted. No other details were provided.the sample was not returned for evaluation. In the absence of a sample, a root cause has not been confirmed. Due to the reported incident and in an abundance of caution, this medwatch is being filed.